Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in good physical condition. The device was filled with water, fitted with temp check and powered on with attached line cord. The float switch alarm was triggered which happens when the water level drops too low-contrary to the customer complaint. In this investigation, the reported customer complaint has not been confirmed.

Event description:
Information was received that a smiths medical level 1 hotline low flow system had level detector alarm. No adverse effects reported.